Event description:
The rotator broke during injection. The psi limit was below 500 psi. There was no report of harm or injury. The customer is returning two used devices for evaluation. The report numbers are: 1721504-2010-00125 - this report, 1721504-2010-00135.

Manufacturer narrative:
Device evaluation: other, the suspect device evaluation has not been completed. Evaluation conclusions: a follow-up report will be submitted when the device evaluation has been completed.